Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised (second revision); he potentially has pain as well as a possible seroma. (Left) dual mobility liner from stryker and our 28 mm 10.5 head were replaced with same products in the same sizes. This patient was previously revised last (B)(6) 2016 due to pain and high ion level. Products revised: head. Incidents are: from (B)(6).